Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was found to have an improper flow. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a disconnected internal 02 hose. The customer did not respond or authorize the repair of the device. The device was returned to the customer labelled "not for clinical use. Analysis of reports of this type has not identified an increase in trend.